Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-01435 was sent in error. This is a duplicate of MFR report # 3007420875-2021-00042 that was reported for false positive.

Event description:
It was reported that while running patient samples on bd max¿ system, bd max¿ instrument a false positive result was obtained for norovirus. Repeat testing performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: customer contacted application specialist with discrepant results on the evp panel.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient samples on bd max¿ system, bd max¿ instrument a false positive result was obtained for norovirus. Repeat testing performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: customer contacted application specialist with discrepant results on the evp panel.